Event description:
Catheter was placed in patient on 1/3/92 using the hickman catheter kit and using the usual technique including the break away sheath. The catheter worked well until 4/17/92, when the oncology nurses had trouble draeing blood from it. This led to a dye study through the catheter which showed that the lower portion of the catheter had been sheared off and was lodged in the right ventricle. On 4/20/92, under the fluoroscopic guidance, the catheter fragment was snared and removed successfully down to the right groin but it could not be removed from the common femoral vein percutaneously. The fragment was then on april 20, 1992, removed surgically by a longitudinal incision in the right groindevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.